Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that while the microcatheter was being tracked over the guidewire, the guidewire broke. The broken pieces were removed using a snare without any clinical consequence to the patient.